Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 38x2.5-3.5mm, eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degree was located in the mildly tortuous and severely calcified left circumflex(lcx) artery and right coronary artery(rca). Predilation was performed with a 2.5x20mm apex balloon catheter. Subsequently, a 3.00x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The physician removed the device and noticed that the tip of the stent was deformed. Another 2.50x38mm promus element ¿ stent was advanced which also failed to cross the target lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the metal stent that was deformed.